Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017 at 08:30pm. The patient manages her diabetes with oral medication, diet and exercise. The patient reported that at 10:00pm on (B)(6) 2017 at 10:00pm she developed symptoms of ¿shaky and sweating¿ and that she self-treated with ¿1 500mg glucose tablet.¿ during the call the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. The meter did not power on when prompted by pressing the power button and the patient did not have test strips to hand. Based on the information provided it was determined that the meter batteries required replacing. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the device issue occurred.